Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the insulin pump had alarmed with a battery out limit and the time and date were incorrect. Customer's blood glucose was 400 mg/dl. The time and date were reprogrammed correctly. The device will not be returning for analysis at this time.